Event description:
Per the clinic, the patient experienced poor sound quality with device use, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed october 2, 2012. Device not available for analysis.